Event description:
Device beeping depleted pad-pak before expiring. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 26th february 2018. The device was returned with a reported fault of ¿beeping and depleting pad-paks¿. On the 23rd september 2018 the device failed a self-test causing the user to be alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The battery pack was investigated, with no abnormalities found on the cells, crimps or connections. An excess current drain was measured during the investigation. This high current drain would have resulted in the installed pad-pak to have prematurely depleted. On re-installed the membrane within the j11 connector the average standby current drain returned to within expected levels. This would indicate the high current drain was caused by a connection issue between the membrane and j11 connector. No visual abnormalities were observed with the membrane tail or within the j11 connector. It is assumed that any contaminate was dislodged when the membrane tail was re-installed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeping depleted pad-pak before expiry. No patient involved.